Event description:
It was reported the subject device presented scope communication error b30, significant movement of the connector and bakelite was worn. The event occurred during set up / inspection for use before patient in room. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.